Manufacturer narrative:
Block b3: approximated based on the date of the procedure.

Event description:
It was reported that a report was received from the competent authority stating that the patient underwent a spinal surgery procedure after which the patient experienced dysfunction of the lead for several months. High impedances were noted on the lead. The patient underwent a revision procedure in which the lead was replaced. Additional information was received from the facility stating that the explant that took place involved non boston scientific devices and that the patient is not a boston scientific patient.

Manufacturer narrative:
Block b3: approximated based on the date of the procedure.

Event description:
It was reported that a report was received from the competent authority stating that the patient underwent a spinal surgery procedure after which the patient experienced dysfunction of the lead for several months. High impedances were noted on the lead. The patient underwent a revision procedure in which the lead was replaced.